Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection performed on a delivery wire, main coil, and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked. The delivery wire was inspected and no anomalies was noted. The main coil was found kinked and stretched. The interlocking arm was inspected and it was detached. No more damages were found in the returned device. Functional inspection was performed as the delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. After release the coil was noted kinked, stretched and without interlocking arm. Microscopic inspection was performed on the delivery wire and observed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Microscopic inspection was performed on the main coil and observed that the zap tip has a smooth surface. The interlocking arm of the coil was inspected and it was detached. The detached part was not returned. Dimensional inspection of the delivery wire that could be measured were performed and were within specifications. Dimensional inspection of the main coil was performed and observed that the outer diameter (od) of the zap tip and primary coil were within specifications. However, the no. Of distal and proximal fiber bundles were lacking.

Event description:
Reportable based on device analysis completed on 29jan2021. It was reported that device was stuck. The target lesion was located in the gastric fundic vein. A 20mm x 40cm interlock-35 was selected for use. During procedure, the coil was pushed halfway but was stuck. The coil was simply pulled out together with the delivery system. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed that the interlocking arm was detached, and fiber bundles were lacking.